Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning properly. The surgeon observed fluid loss and suspected a hole in the tubing, potentially caused by kinking over time, which may have led to its rupture. The device was subsequently explanted and replaced. No patient complications were reported following the procedure.